Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a kinked cannula issue. The patient's blood glucose level at the time of the incident was above 500 mg/dl which she tried to treat with a correction injection via multiple daily injection. The infusion set was used for less than a day and there was no damage when the package was first opened. Further, she generally inserted her sets on her abdomen. Subsequently, on (B)(6) 2020, the patient was admitted to the hospital as she unresponsive after going into diabetic ketoacidosis due to a kinked cannula issue (which was found at the hospital). Her highest blood glucose level was 775mg/dl. During hospitalization she was placed on a ventilator, given medication intravenously (drug name unknown), fluids, insulin, magnesium, potassium, etc. Which resolved the issue. On (B)(6) 2020, she was released from the hospital and she reported that her memory is off and is not the same. Moreover, it was mentioned that the patient replaced the infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.